Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 02/16/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324pslc peek-swivelock was not effective when implanting. This was discovered during a procedure on (B)(6) 2024 no further information was provided. Additional information received on 2/22/2024: this was discovered during a meniscus root repair procedure. The surgeon could not implant the swivelock anchor; the bone was too rigid, and an additional bone socket had to be created to implant the anchor. Nothing broke inside the patient. The case was no delayed, and additional anesthesia was unnecessary. The patient suffered no negative effects.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.